Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 2.0x10mm nc kamui, 2.0x10mm scoreflex nc, 2.5x20mm kamui, guide wire: sion blue, sion, guide catheter: mach1 7fr vl3.5, other: corsair pro. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified lesion in the left anterior descending artery. Although the lesion was dilated more than 11 times with 20 atmospheres (atm) and a maximum pressure of 26 atmospheres, by using various non-abbott balloon dilatation catheters (bdc) that were connected with a 20/30 indeflator, the device was not able to inflate. The pressure of the gauge would decrease suddenly at 10 atm during inflation after a bdc was changed. The indeflator was removed and changed to a new one. The new indeflator inflated the device successfully and completed the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported leak was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling.